Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's display was replaced to address the issue. The device had evidence of physical damage.